Manufacturer narrative:
The suspect device has been disposed of by the complainant; therefore, a device evaluation will not be performed. A failure analysis is not available and the relationship between the device and the event is undetermined. A device history record review and product family complaint trend analysis are in progress; results will be provided in a follow-up medwatch report. The radial jaw 4 biopsy forceps dfu states, "these single use biopsy forceps should only be used to biopsy tissue where possible hemorrhage will not present a danger for patients. Adequate plans for management of potential bleeding and appropriate airway management."

Event description:
On july 24, 2007, it was reported to boston scientific corporation that a radial jaw 4 large capacity biopsy forceps device was used to perform a gastric biopsy on a 77 year old male patient with erosive gastritis. This procedure was performed in 2007. The complainant reported that, "patient had a collaps(e) (blood pressure 100/60 puls(e) 73). An emergency gastroscopy (revealed bleeding at the biopsy site). Patient (received) 3 blood (transfusion), 250 ml each. Bleeding (was) stopped using a haemoclip, succes(s)fully." Following interventions, the patient had "no further complications" and was "in good condition."